Event description:
A zoll distributor returned a (B)(4) electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the belt could not complete testing. Upon evaluation, the trunk cable connector was cut of the trunk cable. The cause of the inability to complete testing is the damaged cable. The root cause of the damaged cable is physical abuse. No adverse event resulted from the damaged cable.